Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had experienced an allergic reaction at the insertion site to the left of the patient¿s navel. The area was very sore, red around the edges and skin came off when removing the sensor. The patient sought medical care at the hospital where the sensor was removed, the area affected area cleaned and a hypersensitive bandage applied. This complaint is being reported as the issue required medical intervention. The product issue is not likely to cause a blood glucose excursion because the sensor has no effect on insulin delivery.